Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12146. It was reported the system was auto-reducing the amplitude. The sjm cs attempted to reprogram, but could only attain coverage on the right side. It was reported contacts 2 and 9-12 were invalid. The left lead cannot provide any coverage. It was reported x-rays taken on (B)(6) 2012 did not reveal any issues with the lead, anchor site, or header connection. Reportedly a revision will be scheduled to test the leads intra-operatively and replace if necessary. Note there are three leads, with the same model number, implanted with this ipg system. Two leads with lot number 3263348 and implant date of (B)(6) 2011. One lead with lot number 3627362 and implant date of (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.